Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/14/2016 that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient reported a loss of focus due to low blood glucose (bg). Patient's parents call paramedics and treated the patient with juice. Patient was transported to the emergency room. (ER) no additional medication was given to patient. At the time of contact, patient is good. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.